Event description:
This report involves an elderly female with a history of osteoarthritis of the left hip who was admitted for a left hip arthroplasty/orif left femur fracture/excision of left acetabular cyst. Due to the nature of the fracture it was necessary to implant a plate and use the zimmer cables to secure a distal end plate. Once the fracture was reduced and the plate was in position, the zimmer cable was wrapped around the plate. During the tightening, one of the cables broke. Upon inspection it was noted that the cable was frayed. The cable was saved and sent to the risk manager's office. Another zimmer cable was used to secure the distal end plate without further incident. The zimmer representative was present in the or during this procedure. He did not recall this event.